Event description:
Plaintiff reports initital bilateral implantation 8/19/83 with explant 2/11/85. Plaintiff alleges various illnesses including, but not limited to, deformity, chest pain, fatigue, and joint pain.